Manufacturer narrative:
Device is combination product:device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). Same case as MFR ID#: 2134265-2010-01995. It was reported that following a stenting treatment procedure, the patient experienced restenosis. The visually 100% stenosed (91% via core lab analysis) and 40mm long de novo target lesion was located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. It was treated with predilation and placement of a 3.0x32mm taxus liberte stent and a 3.0x12mm taxus liberte stent without gap. No post dilation was performed and residual stenosis became visually 0% (12% via core lab analysis). Timi flow improved to "3". The patient was discharged 1 day later without complications on aspirin and clopidogrel bisulfate. At 227 days post index procedure, the patient was found to have restenosis without ischemic symptoms. The visually 75% stenosed (41% stenosed via core lab analysis) and 28mm long lesion was located in the mid lad with a reference vessel diameter of 3.0mm. 7 days later, the lesion was treated with predilated and an unknown size taxus liberte stent was deployed resulting in 0% residual stenosis (12% via core lab analysis). Timi-3 flow was maintained throughout the procedure. The event was considered resolved and the patient was discharged 1 day later. It is the opinion of the physician that the event is possibly related to the taxus liberte stents.